Event description:
Patient underwent aaa repair in 2006. One main body and two iliac leg grafts were placed. The main body graft was deployed slightly low and a proximal type I endoleak occurred. So in 2007, the physician placed a main body extension in hopes of getting a seal, but the proximal cuff landed low as well, so a balloon expanding stent of another manufacturer was placed to achieve a seal. Patient is doing fine.

Manufacturer narrative:
Evaluation: the outcome of aaa repair utilizing an endovascular graft is dependent upon accurate pre-procedure measurements and knowledge of the patient's anatomy. Good angiography and CT imaging are paramount for accurate planning. Careful evaluation of the patient's anatomy from the distal thoracic aorta to the superficial femoral arteries should be made. No product was returned to assist in this investigation. Based upon the information provided, the endoleak occurred due to the incorrect placement of the initial device.